Event description:
Per clear study adverse event form, "pt had a ventricular lead dislodgement after implant that precluded him from having appropriate and consistent ventricular capture. The pt had appropriate ac node conduction, thus a lead revision was not performed." This lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.